Event description:
Reporter indicated a vns hp handheld computer was not holding a charge, suggesting a battery problem. The hp handheld computer and flashcard are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.